Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2010: (B)(6) hospital. Intraoperative nursing record. Preop diagnosis: fibroids. Procedure: myomectomy laparotomy. Wound class: clean. Surgeon: (B)(6) , md. On (B)(6) 2011: (B)(6) hospital. Intraoperative nursing record. Preop diagnosis: pelvic mass, ventral hernia incisional hernia. Procedure: laparoscopy possible laparotomy. Remove pelvic mass fluid aspiration. Laparoscopic incisional hernia repair. Wound class: clean. Surgeon: (B)(6) , md; (B)(6) , md; (B)(6) , md. Implant procedure: laparoscopic repair, recurrent incisional hernia. Implant: gore® dualmesh® biomaterial [1dlmcp08/9346064, 26 x 34 cm 1mm]. Implant date: (B)(6) 2012 (outpatient surgery). [Operating room report not provided in records reviewed.] On (B)(6) 2012: (B)(6) hospital. Intraoperative nursing record. Preop diagnosis: recurrent incisional hernia. Wound class: clean. Surgeon: (B)(6) , md. On (B)(6) 2012: (B)(6) hospital. Implant record. Mesh dual plus 26 x 34 cm 1mm. Lot number: 9346064. Catalog #: 1dlmcp08. Manufacturer: wl gore ¿ medical products. Expiration date: (B)(6) 2014. Size: 26 x 34 cm. Implant site: intrabdominal. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/ 9346064) was implanted during the procedure. Relevant medical information: on (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: large, symptomatic uterine fibroids. Endometriosis. Pelvic pain. Intra-abdominal adhesions. Postoperative diagnosis: large, symptomatic uterine fibroids. Endometriosis. Pelvic pain. Intra-abdominal adhesions. Procedures: exploratory laparotomy. Abdominal supracervical hysterectomy. Left salpingo-oopherectomy. Lysis of adhesions. Assistants: dr. (B)(6) ; dr. (B)(6) . Anesthesia: general. Anesthesiologist: dr. (B)(6) . Estimated blood loss: 150 ml. Indication for surgery: the patient is a 45-year-old, who presents with increasing symptoms from her uterine fibroids and increasing pain. The patient¿s history includes a myomectomy done in 2010. She then had laparoscopy with lysis of adhesions and removal of a right hydrosalpinx. At that time it was seen that she had evidence of endometriosis with bilateral endometriomas. She also has a polyp removed from her uterus at that time. She then had a hernia from her surgeries and dr. (B)(6) put a mesh in that hernia. Over the last 6 years she has continued to have heavy, heavy menstrual periods with severe pain and enlarging fibroids. Her most recent ultrasound showed two fibroids, 13 cm and 10 cm each. She and her husband have decided that she is ready for definitive treatment of this and are no longer pursuing pregnancy. Long discussions were had with the patient and her husband prior to surgery. Her wishes were that she have her cervix left in place if possible. Her wishes also were that her right ovary remain if it were normal. Since her pain was mainly on the left side her wishes were to have her left tube and ovary removed. Description of procedure: ¿the patient was taken to the operating room, and after the successful induction of general anesthesia, was briefly frog-legged for examination purposes. Examination under anesthesia revealed an enlarged uterus to the umbilicus. The patient was then placed in the supine position and prepped and draped in usual fashion. A midline vertical incision was made from the umbilicus to about 2 fingerbreadths above the pubic symphysis. It was carried down to the level of the fascia which was then incised. The fascia was separated from the rectus muscles. The mesh was then also incised and the peritoneal cavity was entered. The uterus was 20-week size. There were adhesions from the bowel to the mesh, which dr. (B)(6) took down. The bowel was then packed away and the uterus was elevated as best it could be through the incision. The uterus was very large and difficult to manipulate. More adhesions were lysed between the uterus and the bowel as well as the uterus and the pelvic sidewall. The round ligament was located on the patient¿s right side and clamped with a kelly clamp. It was then cut and suture ligated with 0 vicryl suture. The right tube had been removed in a prior surgery. The utero-ovarian ligament was then clamped, cut, and suture ligated with 0 vicryl suture. The left side was then examined and the left round ligament was clamped, cut, and suture ligated with 0 vicryl suture. The left tube was then clamped, cut and suture ligated with 0 vicryl suture. The utero-ovarian ligament on the left was clamped, cut, and suture ligated with 0 vicryl suture. The peritoneal reflection was then identified and the bladder was pushed down below the level of the internal cervical os. The uterine vessels were identified bilaterally and doubly clamped. The uterus was then amputated with a knife and handed off the table. The uterine vessels were then sutured ligated bilaterally with 0 vicryl suture and the clamps were removed. The cervix was then cauterized to obtain hemostasis. The left tube and ovary were identified. There was an endometrioma on the left and there were multiple small cystic areas around the left adnexa. The infundibulopelvic ligament was identified and noted to be away from the ureter. It was clamped, cut, and suture ligated with 0 vicryl suture. The left tube and ovary were handed off the table to be sent to pathology. The right was identified and felt to be normal in appearance and so was left alone. Hemostasis was obtained with cautery and sutures until there was no further bleeding. The peritoneal cavity was then thoroughly irrigated. Dr. (B)(6) lysed some bowel adhesions at that point. The floseal was then placed on the cervical surface on the left adnexal operative site and interceed was placed for adhesion prevention. All laps were removed from the body and counted prior to closure. The abdominal incision was then closed with 0 pds running suture. The subcutaneous tissue was reapproximated using #1 plain gut interrupted sutures. The skin was closed with staples. Sterile dressing was then applied to the incision. All sponge, needle, and instrument counts were correct x2. Radiofrequency test was negative x2. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2016: (B)(6) hospital.(B)(6) , md. Operative report. Preoperative diagnosis: large, symptomatic uterine fibroids. History of multiple previous abdominal surgeries. History of laparoscopic repair of recurrent incisional hernia with ptfe patch. Postoperative diagnosis: large, symptomatic uterine fibroids. History of multiple previous abdominal surgeries. History of laparoscopic repair of recurrent incisional hernia with ptfe patch. Adherence of small bowel loops to the previously placed hernia repair patch. Operative procedures: open enterolysis. Closure of the midline fascia and mesh. Anesthesia: general anesthetic by dr. (B)(6) . Indications for procedure: the patient is a 45-year-old female, who is scheduled for total abdominal hysterectomy, per dr. (B)(6) or gynecology, for her large, symptomatic uterine fibroids. Because of her history of multiple abdominal surgeries, including repair of recurrent incisional hernia with mesh, general surgery was asked to provide lysis of adhesions in an effort to minimize the risk of bowel injury. Description of procedure: ¿the patient was taken to the operating room, where general anesthetic was administered. The abdomen was prepped and draped in a sterile manner. A lower midline incision was made from pubis to umbilicus. The incision was carried down through the thickened subcutaneous tissues in a sharp fashion. Bleeding points were cauterized as necessary. The midline fascia was incised. Upon incising the midline fascia, the previously placed ptfe hernia repair patch was encountered. This patch was incised in a vertical manner in the midline. Upon incising the upper half of the patch, it was found that the lower half of the patch had small bowel adherent to it. Lysis of adhesions was, thus, initiated. The adhesions between the small bowel loops and patch were undertaken with careful sharp dissection. Throughout this lysis of adhesions, there was no evidence of bowel injury, specifically no evidence of inadvertent enterotomy nor serosal tear. Once the lysis of adhesions was completed, dr. (B)(6) then proceeded with hysterectomy. Following completion of the hysterectomy, the midline fascia was closed. Closure was achieved by reapproximating the midline fascia and the underlying patch as a single unit with running segments of #1 prolene. Care was taken to ensure that these fascial sutures were placed at least 1 cm from the edge. The skin closure was then achieved per dr. (B)(6) . The patient tolerated the procedure well with no vital sign instability nor other complications. Estimated blood loss was 150 ml. Sponge counts were correct.¿ on (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: fascial dehiscence with evisceration. Postoperative diagnosis: fascial dehiscence with evisceration. Operation performed: complex/complicated repair of fascial dehiscence, including internal retention sutures and primary reapproximation of the fascia and previously placed hernia repair mesh. Anesthesia: general anesthetic by dr. (B)(6) . Description of procedure: ¿the patient is a 45-year-old female who preciously underwent open hysterectomy via lower midline incision. That procedure was complicated by the fact that she had previous hernia repair mesh in place in the lower midline which required division and then reapproximation. The patient presents now with evisceration and dehiscence. She was taken to the operating room, where general anesthetic was administered. The abdomen was prepped and draped in a sterile manner. The remaining staple were removed and indeed, the patient had a large amount of small bowel within the subcutaneous tissue. Complete dehiscence of the fascia noted. The previously placed suture had broken. Lysis of adhesions was initiated to separate the small bowel from the subcutaneous tissues and fascia on either side. Care was taken throughout the lysis of adhesions to avoid bowel injury. No inadvertent enterotomies were encountered. Once lysis of adhesions was completed, the bowel was returned to the abdominal cavity. Repair of the dehiscence then began. Retention sutures of #5 ethibond were placed in internal retention fashion at least 16 cm from the edge of the defect. The fascia and mesh were the reapproximated as a single unit with running segments of looped #1 pds. The retention sutures were then securely tied. Skin and subcutaneous tissues were debrided to assure that all tissues were viable. It should be noted that a sample of fluid was sent from the deep wound to assure there was no occult infection present, although visibly, there was no evidence of obvious wound infection. The skin and subcutaneous tissues were packed open with wet-to-dry kerlix. Abds and an abdominal binder were placed. The patient tolerated the procedure well with no vital sign instability or other complications.¿ estimated blood loss: less than 10 ml. Counts: sponge counts were correct. On (B)(6) 2016: (B)(6) hospital. (B)(6) , np; (B)(6) , md. Discharge summary. Discharge diagnosis: status post exploratory laparotomy with abdominal supracervical hysterectomy, left salpingo-oopherectomy, and lysis of adhesions on (B)(6) 2016. Complete fascial dehiscence with evisceration. Morbid obesity. Impaired glucose intolerance. History of hypertension, hypothyroidism. Hyperproteinemia; hypoalbuminemia; chronic cough; gastrointestinal reflux disease; leukocytosis; iron-deficiency anemia. Weight 283.8 lbs. Disposition: being discharged home today in improved condition. Still has an open midline abdominal wound, which has a kci wound vac in place. Is afebrile with normal white blood cell count. Tolerating regular diet and having spontaneous bowel movements. Able to ambulate independently. Discharge instructions: has been instructed to avoid lifting more than 8-10 pounds for the next 4-6 weeks. Advised to wear abdominal binder at all times 24/7. Also advised to begin searching the internet for other types of abdominal support. Can be on regular diet and encouraged to make high-protein choices. History of present illness: was taken to surgery by dr. (B)(6) and dr. (B)(6) on (B)(6) 2016. Had an exploratory laparotomy with abdominal supracervical hysterectomy, left salpingo-oopherectomy, and lysis of adhesions. On (B)(6) 2016, presented to dr. (B)(6) office for removal of staples. Upon removing the first few staples in the superior aspect of the wound, dr. (B)(6) noted wound dehiscence with evisceration of small bowel dr. (B)(6) was notified, and we brought the patient over to preoperative holding. Dr. (B)(6) took the patient urgently and performed a complex complicated repair of fascial dehiscence, including internal retention sutures and primary reapproximation of the fascia and previously placed hernia repair mesh. At that time, dr. (B)(6) did leave the wound open and applied a moistened kerlix dressing. Hospital course: fascial dehiscence with evisceration. On completion of repair, dr. Stevens left the patient¿s laparotomy incision of the skin and subcutaneous tissues open. They were initially packed with saline moistened gauze. We did apply a kci wound vac on 09/13/16. Wound cultures were taken at the time of surgery and did show 1+ proteus miralbilis, 1+ morganella morganii, and 1+ enterococcus species. Initially started on cipro and then, consulted infectious disease, who recommended changing to zosyn. During this time period, the patient was having leukocytosis as well as fevers up to 102.3. The wound bed continued to look healthy and did have a small amount of seropurulent drainage from the superior aspect. With change to zosyn, fevers subsided and white count normalized. Explant procedure: laparoscopic excision of infected hernia mesh. Explant date: (B)(6) 2016 (hospitalization (B)(6) 2016) on (B)(6) 2016: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: infected hernia mesh. Postoperative diagnosis: infected hernia mesh. Anesthesia: general anesthetic by dr. (B)(6) . Indication for procedure: the patient is an adult female with history of multiple previous abdominal surgeries, which most recently included repair of fascial dehiscence following abdominal hysterectomy. She has developed an infection with a draining wound and CT evidence of abscess adjacent to the previously placed hernia mesh. She was taken to the operating room for excision of the infected mesh. Description of procedure: ¿a general anesthetic was administered. The abdomen was prepped and draped in a sterile manner. The left mid-abdomen was entered laterally using a 12 mm optical xcel trocar, which was inserted under direct laparoscopic visual control. Once the peritoneal cavity was safely entered, the abdomen wan insufflated with carbon dioxide to a pressure of 15 mmhg. After satisfactory pneumoperitoneum had been established, diagnostic laparoscopy was undertaken with a 10 mm 30-degree viewing laparoscope. Insertion of the laparoscope revealed no evidence of visceral nor vascular perforation at trocar entry site. Further inspection revealed dense adhesions between the omentum, as well as multiple loops of small bowel and the hernia mesh. No other significant pathology was noted. Five millimeter working ports were placed in the left upper and left lower quadrants. Each of these working ports was inserted under direct laparoscopic visual control. Lysis of adhesions was then initiated. The omental adhesions were taken down with the harmonic scalpel. Adhesions between the small-bowel loops and the mesh were carefully taken down with sharp dissection. No inadvertent enterotomies nor serosal tears were encountered. Once the lysis of adhesions was completed, the bowel was inspected to confirm that it was indeed intact and uninjured. The omentum was also inspected to confirm that hemostasis was adequate. Once the adhesions were taken down, it was evident that there was indeed purulent fluid around the mesh. It was also evident that the entirety of the previously placed laparoscopic mesh was infected. This mesh, the associated sutures, and the tacks were thus removed. During this removal process bleeding points in the abdominal wall were treated with bipolar electrocautery as necessary. A sample of purulent fluid was sent for gram stain and culture. The remainder of the purulent fluid was suctioned from the abdominal wall. The mesh was now placed into a specimen extraction bag. Final inspection was undertaken to confirm hemostasis was adequate and to again ensure that there was no evidence of injury to the adjacent viscera. The mesh was then extracted through the 12 mm trocar site. This site required extension in order to extract the mesh. The fascia at this site was then closed with interrupted #1 polysorb. Co2 was evacuated. The remaining trocars with withdrawn. The skin at all trocar sites was closed with interrupted vertical mattress sutures of 4-0 nylon. Dermabond was applied at each site. The patient tolerated the procedure well with no vital sign instability nor other complications. Estimated blood loss was less than 10 ml. Sponge counts were correct. Relevant medical information: on (B)(6) 2016: (B)(6) hospital. (B)(6) , np; (B)(6) , md. Discharge summary. Discharge diagnosis: laparoscopic excision of infected hernia mesh; history of hypertension, hypothyroidism and hyperglycemia. Weight: 272.8 lbs. Activity: activity as tolerated without restrictions. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial I instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product ( g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Suspect products: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that in (B)(6) 2016, exact date unknown, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: pain, removal of infected mesh, wound vac, hernia. Additional event specific information was not provided.